Manufacturer narrative:
4581 - health effect appears to have occurred but there is not enough information available to classify the clinical signs, symptoms and conditions. 4650 - there is not enough information available to classify the health impact. 4247 - a limited investigation was able to be performed with no results obtained.

Event description:
A plate was broken.